Manufacturer narrative:
One bellatek® encode® healing abutment was returned for inspection without the corresponding screw. Without the returned screw portion, the complaint is non-verifiable. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no similar complaints initiated against this lot number. Appropriate documentation was reviewed and the following information was identified: product catalog for restorative technologies instres rev 04/16. Warnings: mishandling of small components inside the patient¿s mouth carries a risk of aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. A singular root cause cannot be determined.

Manufacturer narrative:
One certain healing abutment was returned on (B)(6) 2017 for inspection. The device was lost in house before evaluation of the returned product could be performed. If the device is found, an evaluation will be performed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no similar complaints initiated against this lot number. Appropriate documentation was reviewed and the following information was identified: product catalog for restorative technologies instres rev 04/16. Warnings: mishandling of small components inside the patient¿s mouth carries a risk of aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. A probable root cause for the reported event could not be determined, as the device was lost in house before it could be inspected. Complaint is therefore non-verifiable. UDI number: (B)(4).

Manufacturer narrative:
Device available for evaluation: change "no to yes".

Manufacturer narrative:
Device has not been returned to manufacture. Product not returned to manufacture.

Event description:
It was reported that healing abutment fractured in the implant during removal on the day of implant restoration delivery. Unable to use restoration and unable to retrieve fractured screw fragment. They have decided to put the implant "to sleep".